Event description:
In this case, it was reported that the device was explanted after an implant duration of approximately 2 years due to prosthetic valve endocarditis. Per the operative report: "...on inspection, there was infected pannus all over the valve. It was partially dehisced. ... As I started to mobilize the valve, it easily was pulled out of the annulus because of destruction of annular tissue. The valve was removed. ... After completed debriding the infected tissue, ... I selected a 27 mm [edwards] pericardial valve. ...the valve seated without any difficulty. ...the new aortic valve prosthesis was functioning normally with no insufficiency or perivalvular leak. ...at the completion of the procedure, he was returned to the cvs unit in stable condition."

Manufacturer narrative:
(B)(4). Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of the patient's infection could not be determined. No further actions are possible with the available information.